Manufacturer narrative:
H6: investigation summary: no product or photo was returned by the customer. The customer complaint that there was flow issues could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed because a model and lot number was not provided by the customer. Due to no sample being received, an investigation could not be performed and a root cause could not be determined.

Event description:
It was reported that an unspecified bd secondary infusion set resulted in saline being pulled from the back-up bag during medication infusion; a 30 minute infusion took 45 minutes. The following information was provided by the initial reporter: customer reports alaris pump 2ndmedication was given then a beeping alert signal occurred, there were 100 ml left to go. Saline was being pulled from back up bag. No kinks appeared in tubing.

Event description:
It was reported that an unspecified bd secondary infusion set resulted in saline being pulled from the back-up bag during medication infusion; a 30 minute infusion took 45 minutes. The following information was provided by the initial reporter: customer reports alaris pump 2ndmedication was given then a beeping alert signal occurred, there were 100 ml left to go. Saline was being pulled from back up bag. No kinks appeared in tubing.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.